Event description:
Physician treated a 70% stenosed mid lad lesion and was reduced to 10% stenosed. During removal, the guide wire got stuck in the angiosculpt device. The physician removed both the angiosculpt device and guide wire.

Manufacturer narrative:
Patient information is not available. Attempts to obtain patient information have not been successful. The guide wire got stuck in the angiosculpt device after successfully treating the mid lad lesion. Physician had to remove the angiosculpt device and the guide wire. Physician proceeded with a new guide wire and a cutting balloon to treat the om lesion. This resulted in prolongation of the case. No clinical injury was reported by the physician. The angiosculpt device was returned along with the 0.014" guide wire. Visual examination showed the ex port was slightly lifted and there was evidence of the guide wire uncoiling in multiple areas. Functional testing confirmed that the returned guide wire (not manufactured by angioscore) was not able to pass at the point of uncoiling when inserted from the distal tip. A 0.014" laboratory guide wire was inserted and passed with no issues. Lab analysis confirmed that there was no defect found on the angiosculpt device but the malfunction was due to the uncoiling of the returned guide wire. Angiosculpt does not manufacture or distribute any type of guide wires.